Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that tube kinked and obstructed during the total thyroidectomy. The tube was replaced. There was no known patient impact reported.